Event description:
Patient was undergoing laporascopic left so and lysis of adhesions. Ligasure device would not open properly during the procedure. No harm to the patient.addt. Info. Obtained from the site:we would return the device to the MFR if they request the device. We request any MFR to send a prepaid shipper kit, sign a letter of agreement not to do destructive testing, return the device after evaluation and send us analysis results.